Event description:
Subsequent to the supplemental MDR, additional information was received on 03/24/2026. The g7 wearable was received and evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and patch tear was found. The allegation was not confirmed via product. However, it was found that that a physical damage to sensor occurred. Probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported via stelobot that a detached or missing sensor wire occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2026. The customer experienced a retained sensor wire. On 01/14/2026, the customer received a notification indicating a brief sensor issue and was instructed to wait for three hours. A few minutes later, he received another notification stating that the sensor session had ended early and prompting him to remove the sensor. The customer applied vitamin e oil to assist with gentle removal of the sensor. Upon removal, he observed that the sensor wire was shorter than expected and appeared to be ¿cut off.¿ he also felt as though something remained under his skin. Shortly afterward, the insertion site became red, inflamed, firm, and painful to the touch. The customer was evaluated at a walk-in clinic on (B)(6) 2026, for a suspected infection. Diagnostic imaging (ultrasound) was performed. He was prescribed an oral antibiotic, cephalexin (unspecified dosage), to be taken three times daily for seven days. The patient reported the event on 01/15/2026 and indicated that he was continuing the antibiotic to address the redness and inflammation. At the time of the report, the ultrasound results were still pending. While he stated that he generally felt fine, the puncture site remained painful when pressed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.